Event description:
The hcp reported that the pt had an abrupt change in symptom control three weeks previously. The study was performed and revealed no issues. The pt has been given several therapeutic boluses with no response. The pt had undergone an MRI one hour previous. Motor stall and recovery messages were noted in the logs. The catheter was not primed after the study; the fluid aspirated prior to the study was injected after the study. At last refill the concentration was changed from 50 mg/dl to 25 mg/ml. Troubleshooting options were being considered.